Event description:
The test strips have not been returned to lifescan for product analysis. Lot # 251939 of the retain test strips were tested and they failed due to strip deformed/delamed. If any add'l info is available, the FDA will be notified in a follow up report. At this time, co considers this matter closed.